Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced an unresponsive sleep/wake button, which resolved after removing and then replacing the protective case, and the button functioned normally thereafter. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy, no alarms, and no medical intervention. Investigation included customer-guided troubleshooting and user education. Investigation of this case revealed normal device function after case adjustment, consistent with a temporary external obstruction affecting the button interface. It was concluded, based on previously established findings for similar reports, that the cause was user-related external interference and device operated as expected after corrective handling.